Event description:
The doctor reported that a needle broke off in the pt's mouth. The pt was referred to an oral surgeon for surgical removal of the needle. The oral surgeon elected to not remove the needle at this time due to the location near a nerve.